Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: item # unk, stem, lot # unk. Item # 650-1057, head, lot # unk. Item # 10-104054, shell, lot # unk. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-06797, 0001825034-2018-06800, 0001825034-2018-06802.

Event description:
It was reported that approximately 1 year post implantation, the patient underwent a neurectomy (open) of the lateral cutaneous femoral nerve due to meralgia paresthetica. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
Upon reassessment of the complaint it was determined that the complaint was already reported on 0001825034-2017-11016. The initial report submitted should be voided.